Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b.5., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "capsular contracture baker grade IV".

Event description:
Healthcare professional reported right side "rupture" and "exchange of textured device due to patient's concern with product". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Manufacturer narrative:
Clarification to d6a implant date: partial date 1990. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture and exchange of textured devices due to patient's concern with product. Healthcare professional later reported right side capsular contracture baker grade IV. Device has been explanted and replaced. Capsulectomy was performed. Device has been discarded.